Event description:
A customer reported that a system was leaking during a procedure. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The company representative found that the system will not always prime the cassette and there was bss leaking. The fluidics module was replaced. The system was then tested and met all product specifications. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).